Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a delayed low alert on the receiver. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a delayed low alert on the receiver. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.